Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was analyzed and found to have an error 75 which means the touchpad failed its diagnostics during startup. The complaint was confirmed based on the failure analysis. The probable root cause is the touchscreen failing its diagnostics.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touchpad. System tested and verified as ready for use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of touch screen.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) mid-procedure and reported they had a fault on the second surgeon side console (ssc). Logs indicated error 75 on the touchpad. Customer was continuing with the other ssc and may call back to perform a hard power cycle after the procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01/24/2025: the procedure was robotic excision of endometriosis. The surgeon was inserting the trocars during this time. The circulator was the one who noticed the fault on the dual surgeon console. The second console was working perfectly normal. The surgeon opted to continue the procedure since she was the only one operating.